Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis (pa) with the following findings: the test strips involved with this complaint were tested on (B)(4) 2011 and the primary complaint was not confirmed. However, a secondary issue was noted when the test strips were tested with the control solution. The test strips were evaluated and error 4 was observed with control solution testing. On (B)(4) 2011, the meter was evaluated and passed all testing with no faults found.the 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 2 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.